Event description:
It was reported that the subject device had black specs on the image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6 and h11. Corrected fields: a2 (age units (patient)), a4 weight units (patient)), a5, a6, b6, b7 and d10. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device has minor scratches on the distal edge. A root cause could not be identified. Based on the results of the investigation, a probable cause was not identified (no problem detected). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had black specs on the image. There were no reports of patient harm.